Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set tubes were leaking. No patient injury.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two samples were received for the evaluation. Upon visual and functional inspection, leaking on the cross spike was detected. Therefore, the reported condition is confirmed. As part of continuous improvements, a corrective action (CAPA) has been opened. The root cause and the action plan will be documented through formal investigation.